Event description:
The customer received a blood glucose reading of 458 mg/dl on the contour next link meter, re-tested on a different meter and the reading was 176 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Test strip information was not provided before the call was ended. Product was not replaced.